Event description:
The facility's clinical engineer reported an infusion pump with an 812:02 failure code that was found during biomed testing. The clinical engineer stated that there have been no reports of any pt incident involving this pump since the last baxter service event.